Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose value. Customer's blood glucose value was 25.6mmol/l. Customer declined to troubleshoot for high blood glucose value. Customer treated with manual injection. Insulin pump will not be returned for analysis.